Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, prior to attending a dental appointment, the patient¿s phone was displaying low glucose alerts. At approximately 4:00 pm, the patient received anesthesia at the dental clinic. Following the appointment, the patient consumed half a spoon of sugar, an orange, a smoothie, a banana, a plum, and strawberries in an effort to raise blood glucose levels. Despite these interventions, cgm readings remained low. Concerned by the persistent low readings, the patient opted to visit a medical center instead of returning to work. Upon arrival at the hospital, a fingerstick blood glucose test showed a value of 168 mg/dl, while the cgm continued to display a low alert of approximately 42 mg/dl. The patient was treated with a sodium chloride bolus/IV medication. At the time of reporting, the patient stated that he was feeling fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid for (B)(6) 2025. No additional patient or event information is available.